Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was not sure if insulin was being delivered. A pump system check was performed and no device issue was identified. The customer declined to remove the infusion set cannula to see if it was damaged. The customer felt confident that the pump was delivering insulin.